Event description:
Edwards received information through its implant patient registry that a patient with a 19mm 11500aj aortic pericardial valve underwent a valve-in-valve procedure after a duration of two (2) years and one (1) month due to unknown reason. A 20mm 9755rsl valve was implanted in replacement. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional 'customer complaint'. The information reported may or may not be related to the edwards device.

Manufacturer narrative:
H10: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information through its implant patient registry that a patient with a 19mm 11500aj aortic pericardial valve underwent a valve-in-valve procedure after a duration of two (2) years and one (1) months due to structural valve deterioration. A 20mm 9755rsl valve was implanted. The device was not returned for evaluation as it remained implanted.

Manufacturer narrative:
Updated sections: b5, e1 contact, g3, g6, h6 component code, device code(s), type of investigation, investigation conclusions, and investigation conclusions. The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed to the event.